Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) has recorded very few delivered therapies and a lower than expected monitoring voltage measurement. Additional information was received that this ICD was explanted and replaced and will be returned for analysis as premature battery depletion is suspected.